Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The patient was hospitalized for the hernia and underwent hernia repair surgery. At the time of this report, the patient was discharged from the hospital. The outcome of the hernia event was not reported. Peritoneal dialysis therapy was ongoing. Additional information was requested but is not available.